Manufacturer narrative:
(B)(4). A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not power on when prompted during a cardiac arrest. The customer advised that the device displayed a replace battery message and powered off. The patient, a (B)(6) year-old male, did not survive the event.

Manufacturer narrative:
Physio-control further communicated with the customer and the customer clarified that the reported issue was experienced on (B)(6) 2018 when the user observed that the device was beeping and indicating that the battery was low. The patient event occurred two days later on (B)(6) 2018 and the user chose not to use the device at that time. Adverse event or product problem, date of event and event description have been updated to reflect the new information that was received from the customer. The device and the battery used on (B)(6) 2018 were sent to physio-control for further evaluation. Physio-control evaluated the customer's device and battery and could not reproduce any low battery indication with the device and battery. Physio downloaded the device test log and diagnostic log and were able to verify the reported issue with the downloaded data. The diagnostic log shows that on (B)(6) 2018 the battery indicated that it was low/empty and the device test log shows that the user removed and reinserted the battery into the device and also powered it on and off on this date. There is no indication of device use or the user powering the device on/off on (B)(6) 2018, as described by the customer. The device was destructively tested. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was beeping and indicated that the battery was low.